Event description:
During dialysis treatment - suddenly saw blood dripping from catheter, just below the hub. Doctor contact immediately. Treatment stopped, clamp put on the catheter (hole can be seen in the catheter because of the clamp). Catheter removed.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.